Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID :3057, lot# unknown, product type: screening device. (B)(4).

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the patient only has right side therapy because the hcp (health care professional) was unable to place leadon the left side. Patient stated that when in the hcp office she felt stimulation in vaginal area but then when she got home she felt the stimulation lower left buttock. It was explained to the patient that is normal to feel stimulation in the buttocks as long as it is comfortable. Patient stated she turned off therapy because was advised from sales rep she should not feel stimulation anywhere other than the vaginal area. Patient has called hcp office but has not heard anything back; patient was advised to reach out back to hcp. The patient was sore because she reported being poked about 15 times during procedure, and had 3 accidents this morning. The patient reported the hcp told her lead placement wasn't great. No further complications were reported or are anticipated.